Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced an increase of his incontinence with this artificial urinary sphincter (aus) since the past revision procedure. The patient stated that he is using multiple pads throughout the day; therefore, a replacement surgery was performed. Upon explant, the balloon and the cuff were tested for leaks, but none were found. The physician believes the increased incontinence was caused by a fluid loss in the device. All components were removed and replaced with no patient complications.